Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported that the patient received an implant on (B)(6) 2014 and experiences pain, swelling, and a feeling of "heat." Patient reports that x-rays were taken in (B)(6) 2015 and were presented by surgeon as evidence that the knee needed to be revised. However, the details of the x-rays were not provided. The patient also received a tm patella on (B)(6) 2014, but as of this notification has not been revised. Note that the persona tibia is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.